Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that coordinator received a call the night of (B)(6) 2018 stating family found patient lying in the bathroom with the driveline unplugged from the controller. It was believed that patient unplugged himself from device, clinical team believes it to not have been for intentional harm. While on the phone with ems, coordinator asked paramedics to plug driveline back in to controller, and they did not do it. Ems took patient to the nearest hospital, upon arrival to the emergency department (ed), driveline was plugged back in to controller and patient was still alive and found to be in a junctional rhythm. Patient continued to decline, family decided to withdraw care and patient expired shortly thereafter. Family declined autopsy.

Manufacturer narrative:
Product analysis # (B)(4). The pump ((B)(4)) and the controller ((B)(4)) were not returned for evaluation. Review of the controller event file revealed a controller power-up on (B)(6) 2018 at 02:13:54 followed by motor start at 02:13:58. The loss of power was for 21 minutes and 27 seconds. Last data point prior to this loss of power event (01:43:32 (B)(6) 2018) shows controller powered by power source 1 with (B)(4) (with 89% remaining capacity) while power source 2 had idle (B)(4) (with 99% remaining capacity). The power sources attached after the loss of power were an adapter on power port 1 and no power source on power port 2. A second controller power-up was logged on (B)(6) 2018 at 02:51:44 followed by motor start at 02:51:48. The loss of power was for 6 minutes and 46 seconds. The power sources attached before the loss of power, at the last data point which was recorded at 02:44:34, were an adapter on power port 1 and no power source on power port 2. The power sources attached after the loss of power were no power source on power port 1 and (B)(4) on power port 2 with 100% rsoc. Review of the alarm file revealed 4 low flow alarms recorded since (B)(6) 2018 and 1 vad disconnect alarm recorded at 04:32:36 on (B)(6) 2018. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Based on the risk documentation, possible root causes of the low flow event may be attributed to multiple factors including, but not limited to, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling. Based on the available information, the most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.